Event description:
Healthcare professional reported right side "minor simple cysts" and rupture confirmed via ultrasound and MRI. Device remains implanted.

Manufacturer narrative:
Initial reporter zip code: (B)(6). Initial reporter phone number: (B)(6), (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture and cyst.